Event description:
A customer's mother reported via phone call indicating that the customer's insulin pump alarmed no delivery. The customer's blood glucose level was 150 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer changed the insertion site and resolved with a set change. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)